Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The drive support cap was inspected and no anomaly noted. After testing it was concluded that the device operated within specifications. The device was received with missing end cap sticker and cracked reservoir tube and battery tube threads.

Event description:
The customer reported that the insulin pump was not delivering insulin as it should. The blood glucose reading was 308mg/dl. The customer felt thirsty and sick. Troubleshooting was performed, and the drive support cap was completely missing. Assisted the caller to run a manual prime test and the insulin did exit. The customer stated that she changed the infusion set three times the day before the call. The second time her glucose level was getting higher and changed the infusion set, but the cannula was not bent. The caller mentioned that the insulin pump was dropped. No further information was provided.